Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scan table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Products will be tested. The retain strips lot 060102 test results are as follows: see scan table. Based on the above test results, retain strips lot 060102 meets the criteria for strip accuracy.